Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple no delivery alarms. When they changed the site their blood glucose level was about 500 mg/dl. The customer¿s current blood glucose level was 91 mg/dl. They treated their blood glucose with the insulin pump. The customer reported that the event was resolved by changing the complete infusion and reservoir set. Troubleshooting for the high blood glucose was not performed as it was caused by the no delivery. The infusion set and insulin pump will not be returned for analysis.